Event description:
It was reported that the customer had high blood glucose levels of 455mg/dl. The customer reported that he is a brittle diabetic and does not feel when his blood glucose levels go high or low. Customer's blood glucose levels at the time of the call 88mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.